Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the surgeon was able to pressed the green button but could not squeezed the handle. Hence, the stapler did not fire. A new handle and reload was used to complete the case. There was no patient injury.